Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. A confirmed c-34 and c-00 errors in the logs. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel was cracked across the top of erbe. The front bezel needs to be replaced.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the erbe had errors c-00 and c-34 when using a monopolar instrument. Prior to calling in the site performed erbe reboot with no change. The technical support engineer (tse) had the customer perform a hard reboot with no change. The site connected a force triad generator to the vision side cart (vsc) and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed when issue was identified. The system functionality was checked upon powering on the system and the system did initially power on without errors. Dvstat was contacted for troubleshooting and it did not solve the issue of the generator but helped with a different solution. The procedure was completed with a vessel sealer and the force triad generator. There was no injury to the patient.